Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went hospital due to high blood glucose and diabetic ketoacidosis on unknown date. Customer¿s blood glucose was 200 mg/dl in the hospital. Customer stated that the buttons were not responding. Customer stated that the time was advancing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No over/under delivery anomaly noted. No frozen screen or pump restart/reset noted during testing. The time advance properly. Device responded properly to button presses. No button error alarm or unresponsive buttons noted. No damage noted on the keypad traces. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device had minor scratched display window, and cracked reservoir tube lip. (B)(4).